Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/10/2020 additional information: d4 h4 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4); (B)(4). A manufacturing record evaluation was performed for the finished device lot number mmk804/jv98740, and no non-conformances related to the reported complaint condition were identified. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was additional dissection required in other organs/tissues other than the target tissue? Yes. Was the needle piece recovered successfully? Yes. Were there any patient consequences related to this intra-op event? No, the surgical outcomes were simple, the scar is cleaned, non inflammatory. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. How long (in minutes) was increased duration of surgery? Less than 15 minutes how was the procedure completed? Yes a second suture kit was used. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic appendectomy on (B)(6) 2020, and suture was used. During the suture of a deep plane, the needle broke and the distal part fell into the operative site. The skin incision was increased to have better vision to recover the broken needle. The procedure was extended by less than 15 minutes. The needle piece was successfully recovered. A second suture was used to complete the procedure. There were no changes in the patient¿s post-operative care due to the prolonged procedure. There were no patient consequences reported, and the surgical outcomes were simple, the scar was cleaned, and no inflammation was reported.